Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/10/2013 with the following results: the display is observed to be dim and reddish. When a test display screen was used during investigation the pump was able to power with a fully illuminated display.

Event description:
On (B)(6 )2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display was reportedly very dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.